Event description:
A pronto v4 extraction catheter was used during a patient procedure. During the procedure the physician experienced poor suction and observed air bubbles in the syringe. When the pronto catheter was removed a hole was observed in the catheter shaft near the hub. A new catheter was used to complete the procedure. No patient impact was reported.